Event description:
Previous medical device report should not have been submitted as the adverse events occurred due to the microelectrode which was not a product of this manufacturer.

Manufacturer narrative:
The actual event dates were not provided. This date is based on the date of publication of the article. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Chowdhury, t., wilkinson, m. F., krcek, j. P. A transient acute neurological event in a patient undergoing gpi microelectrode mapping: diagnostic dilemma. Journal of neurosurgical anesthesiology. 2013;25(2):212. Summary: case study of a (B)(6) woman with refractory dystonia was planned for bilateral dbs gpi under monitored anesthesia. The patient experienced a series of neurological events intraoperatively and the patient eventually reverted back to normal. Reported event: a (B)(6) woman suddenly developed dysphasia and hemiparesis during left microelectrode test stimulation. It was stated that the symptoms progressed to aphasia and complete hemiplegia. Within 2 to 3 minutes, the hemiplegia resolved but a mild dysphasia remained. The surgical procedure was stopped. Urgent CT scan of the head revealed no abnormality. She was given intravenous phenytoin. A few hours later, her speech became normal. Carotid ultrasound and brain MRI scan were also performed and found to be normal. Further information has been requested; a supplemental report will be submitted if additional information is received.